Event description:
A facility representative reported that a secondary energy too high message interrupted treatment at 22%. After system was repaired, remaining treatment was finished successfully three days later. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).